Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the insertion tube. In addition, evaluation found the control unit had corrosion due to water leakage, the circuit board unit in the scope connector was dirty due to water leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no restorable image due to water invasion. The issue was found during receipt inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a e216 error message was displayed due to corrosion on the plug unit. The report is being submitted due to error message found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e216 (no image) was caused by conduction failure of circuit board inside scope connector occurred due to water that invaded the subject device from leaked location. The event can be detected/prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.